Event description:
It was reported to philips that the device experienced a co2 calibration failure. The customer explained that the device displayed a co2 calibration overdue prompt but when they attempted to calibrate, the co2 calibration would fail. There was no reported patient or user involvement and no adverse patient/user impact.